Event description:
Same as manufacturing number 6000093-2004-01189, 01190, 01192, 01193. It was reported that 6 days following a coronary drug eluting stenting treatment procedure, the pt developed a thrombus and later expired. The physician implanted 5 taxus express2 drug eluting stents into the left anterior descending (lad) artery in 2004. The stents implanted were the following sizes: 2.75 x 16mm, 2.75 x 12mm, 2.5 x 24mm, 2.5 x 20mm, and 2.75 x 20mm. The pt was discharged from the hospital 4 days later. The pt presented to the emergency room 2 days later and was admitted for severe pain. The pt was brought to the cardiac catheterization lab (ccl) where it was determined the entire lad was occluded. Balloon angioplasty was attempted and failed. An intra-aortic balloon pump (iabp) was then placed. The pt was not considered a candidate for surgery and was transferred to the intensive care unit. The pt expired 2 days later and no autopsy was performed. Any missing information in this medwatch form is due to a refusal by the user facility to provide needed data.